Event description:
Lap chole packs had contaminants in the raytec gauze. Phs pack catalog# 622472; lot 1176858; rev: 016. The raytec found in the phs packs are made by covidien - kendall. Vendor item #: (B)(4). Description: raytec 4x4 sterile. Focusing on medical action for the lap sponges in packs: (B)(4). Phs pack address: (B)(4). Same reporter in mw5043161- mw5043178.